Event description:
Patient presented with broken screws at bottom level l3 or construct. Construct is t5-l3. No revision procedure is scheduled at this time as patient doesn't have any symptoms and curve has not prorgressed.